Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they see their healthcare professional (hcp) every month due to a problem where they "get as close as [they] can, but it goes all over the place." It was stated that they might be having problems with their leg one visit, and the next time their arm is going crazy, then their head. The patient knows they are not going to resolve all their symptoms, and that one minute one day it may be their head, the next day their neck, then their feet, and they have no idea where it is going to be. They have also had a couple of other medical problems in addition to their dystonia so it's a question of knowing which they deal with first, with them "up and down" for the past 4 months prior to date notified. The patient's indication for implant is dystonia and movement disorders.